Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the anchor (lot # 0208461513) found the anchor did not properly detach form the ascenda tool and was not usable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_pump, serial# unknown, product type: pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2016-05-13, information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep) regarding an anchor used during an implant procedure. There was no drug information reported. There was no adverse event reported. On (B)(6) 2016, during use, after the anchor dispenser went through the catheter, the abdominal region of the anchor was released from the anchor in a ball-shape. The tip of the anchor's abdominal region was released in a coil-shape and remained fixated in a ball shape. The hcp rotated the anchor part of the anchor dispenser and said it was hard. The rep asked the hcp to release the anchor by pulling, not by pushing, but the anchor was released in "ball-shaped". It was stated, "anchor dispenser defect added on (B)(6)."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.